Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had a battery error alarm and a pump error alert on the insulin pump. Customer's blood glucose was unknown. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
The pump was received with pump error 38. Fault isolated to the motor. The insulin pump passed the self-test, sleep current measurement, and active current measurements. We were unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. According to the power management graph shows that the backup battery unloaded voltage was not less of the 3.7v for consecutive 240minutes and the loaded voltage was not less of the 3.5v for 4 consecutive hours. The insulin pump was received with normal operating currents. No unexpected low battery alarm during testing. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.